Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) and the ophthalmic artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted one non-penumbra coil. After advancing a smart coil into the target location, the physician attempted to detach the coil using the handle; however, the smart coil did not detach after two attempts. When approximately two centimeters of the smart coil was retracted back into the microcatheter, the coil unintentionally detached. Next, the physician used the smart coil pusher wire to successfully implant the coil. The handle was also removed. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed a detached embolization coil. Further evaluation revealed the pet lock was separated, the pull wire was retracted out of the ddt, and the pull tube was stuck inside the returned handle. This damage likely occurred due to the repeated actuation of the handle during the detachment attempts. Further evaluation also revealed the braided shaft was damaged. This damage may have been a result of the reported difficulty detaching during the procedure. The root cause of the difficulty detaching experienced could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported difficulty detaching during the procedure. H3 other text : placeholder.